Manufacturer narrative:
Medivators received an incident report from chemtrec reporting that a patient experienced intravenous exposure to intercept detergent. There is potential for chemical exposure symptoms to occur. Chemtrec connected the caller with (B)(6) poison and control center for further assistance and provided the product's safety data sheet (sds). Medivators regulatory followed up with the facility and it was reported that the chemical exposure occurred when the patient was given an IV flush from a container that had intercept detergent added to it. It was reported that a technician began cleaning up after the patient procedure and poured intercept detergent into the IV flush container for disposal. Another technician, not knowing that intercept detergent had been added to the container, gave the patient an approximate 120 cc IV flush with the fluid in the container containing intercept detergent. It was reported that the patient experienced nausea which was treated with zofran and dilaudid. It was reported that the patient had no lasting symptoms. The facility reported that they are now following a strict new protocol to prevent an event like this from occurring again. This complaint will continue being monitored in medivators complaint handling system.

Event description:
Medivators received an incident report from chemtrec reporting that a patient experienced intravenous exposure to intercept detergent. There is potential for chemical exposure symptoms to occur.